Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise, oversensing, pacing inhibition, and loss of capture with asystole of less than two seconds. The patient had experienced pre-syncope because of the noise on the rv lead, and in clinic, during isometrics, the noise was recreated and observed on the rv channel, resulting in pacing inhibition. The patient, who was pacing dependent, experienced dizziness as a result of the pacing inhibition. The physician suspected a lead fracture. A new rv lead was successfully implanted. The device was also explanted and replaced. No additional adverse patient effects were reported.